Event description:
It was reported that a chest x-ray revealed that the lead had dislodged one day post implant. The lead was successfully repositioned; no patient symptoms were reported.

Manufacturer narrative:
(B)(4).